Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's dressing had loosened at the edges. The patient reported that the lead was fine and that the patient had adequate stimulation and went on to stage 2 without incident. The issue was resolved. No further complications are anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3057 lot# serial# unknown implanted: explanted: product type screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from trial patient in advance evaluation. It was reported that the wire in the back was nuisance and was hanging. Patient afraid she may have pull it out. A day later, patient reported there was no improvement and she was not feeling stim. Patient attempted to raise stim but she was unable to work with the verify by herself. Patient was unable to increase stim by herself and there was no one with her to assist her. A couple days later, patient reported she felt urinary symptoms were the same or not what she expected. Patient concerned about the wire on her back being exposed. It was noted that the support link agent assisted patient with increasing amplitude to feel stimulation again. There were no further complications that have been reported as a result of this event